Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was not infusing.

Manufacturer narrative:
The device was returned to smiths medical. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Additional information received via email and attached date I received 02/21/2022: no these pumps were not on patients when they noticed the pumps not working.